Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported signal issue and subsequent cancellation could not be determined.

Event description:
During an ablation procedure, no ablation signals were noted and the procedure was cancelled. After isolating the veins, a left sided atrial flutter was induced. All connections were made appropriately but no signals from the ablation catheter were visualized on the systems. There were no adverse patient consequences.